Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eleven times as documented in the repair reports in livelink. The last repair was april 11, 2019 where it was reported that the device was producing an incomplete mesh and the roller gear and roller were replaced. This is not a related issue. On may 7, 2019, it was reported that the device was hard to crank. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Product review of the skin graft mesher on may 10, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. The skin graft mesher functioned as intended and passed all required testing. It was inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided since during initial inspection the technician could not duplicate the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was hard to crank. The device was used on cadaver skin. No adverse events were reported as a result of this malfunction.